Manufacturer narrative:
Additional information received (B)(4) 2013 indicate that the device was explanted and the patient received antibiotics. The explant date was not reported. The patient was ok. The physician was reported to be dr. (B)(6). The device will not be returned as it was discarded. This was reported to not be the initial use of the device. The patient's medical history includes otitis media.

Manufacturer narrative:
This device is used for therapeutic purposes. The exact implant date is unknown, but was reported to be (B)(6) 2012. (B)(4). The device remains implanted and will not be returned for evaluation. The device was not returned and therefore, no evaluation could be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic that in (B)(6) 2012 (exact date unknown) a vent tube was implanted in a (B)(6) female patient. After the implant procedure, the patient experienced inflammation, purulence, and infection. The patient's parents are requesting the device be explanted, but are still waiting on physician's decision.